Event description:
Serial number (s/n) (B)(6), was incorrectly registered to this patient. The correct lead implanted was bsx s/n (B)(6). An identification card was sent with the incorrect s/n. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).